Event description:
It was reported to boston scientific corporation that an advanix stent with the naviflex rx delivery system was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During preparation, the black catheter section became separated. The procedure was completed using another device of the same type. No patient complications were reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break.

Event description:
It was reported to boston scientific corporation that an advanix stent with the naviflex rx delivery system was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During preparation, the black catheter section became separated. The procedure was completed using another device of the same type. No patient complications were reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break. Block h11: the naviflex delivery system was received for analysis. Visual examination of the returned device found that the guide catheter detached. During the destructive test it was seen that the pull wire was broken. Additionally, no other damages were noted to the delivery system. Product analysis confirmed the reported event of guide catheter break. According to the device specification the device must be around 202.5 +2.5/ -3.5 cm, if the guide catheter was detached when the device was assembled, it is likely that this measurement would have been higher than 202.5 + 2.5 cm since the guide catheter would be loose within the push catheter. It is also possible that the device was damaged once the packaging was opened or due manipulation of the device. This may have contributed to the pull wire detaching from the guide catheter. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.